Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - finger removed from strip before strip had sufficient time to fill test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 and hi blood glucose results accompanied by symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is 200 to 344mg/dl. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed fasting or non-fasting by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 12/23/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer obtain e-5 as soon as the blood is absorbed. Customer tested with original test strips and meter read the blood hi fasting. Customer states her normal fasting range is 200 to 344 mg/dl. Customer is using improper testing technique could have dipped the strip into the blood sample twice. Customer states they may have removed the strip prematurely. Customer reported symptoms of fatigue, excess urination, thirst, or blurry vision. Unable to reach customer after several follow up attempts.